Event description:
It was reported that the right siderail came off of a stretcher chair.

Manufacturer narrative:
The service tech reported that the doll pin had worked its way out of the siderail assembly. The service tech replaced the doll pin and confirmed the proper fit was achieved to perform to specifications.